Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with redness with no sign of infection at the implant site. The pulse generator was explanted and replaced. The patient would continue to be monitored.